Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31044895m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) cardiac ablation procedure that included navistar¿ electrophysiology catheter. The patient experienced cardiac tamponade that required pericardiocentesis. After the procedure of psvt was completed (at least 30 minutes after the last ablation), the blood pressure decreased. A pericardial effusion was confirmed on computed tomography (CT) so pericardiocentesis was performed. During the procedure, the ablation to sp and left kent was conducted with navistar catheter. The transseptal puncture was not conducted because the left atrial approach was a trans-aortic approach. Ablation was performed before pericardial effusion was detected. No steam pop confirmed. Non-irrigation catheter was used. Color settings for visitag: total time. The adverse event was discovered post use of biosense webster inc. Products.

Manufacturer narrative:
Additional information was received on 30-aug-2023. It was reported that the physician's opinion on the cause of this adverse event was that it was procedure related. Highly likely to have perforated by competitor's his-v catheter to the right ventricular apex. Based on the additional information received, the physician suspects that cardiac perforation was the cause of this adverse event. Although he specified the suspected perforation may have occurred with competitor's catheter, we cannot exclude the possibility of biosense webster inc. (Bwi) product contributing to the adverse event as ablation did occur. The event remains reportable against the navistar¿ electrophysiology catheter. The h 6. Health effect - clinical code was updated from cardiac tamponade (e0605) to cardiac perforation (e0604). The patient has fully recovered. The patient did not require extended hospitalization. The generator information was provided as well. Therefore, the concomitant product section on this report was updated. The physician¿s contact information was provided. Therefore, initial reporter section of this report was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).